Event description:
It was reported that, on the date of the initial report, the spinal segment of the catheter was implanted and then found to be faulty, as the stylet was found to be protruding past the distal end of the catheter and sticking out of the ports for medication distribution. The spinal segment was therefore removed and was replaced with a compatible spinal segment revision kit. There were no patient symptoms or complications associated with this event. It was indicated that x-rays were taken, however, the indication for and results of these x-rays were not reported. The device system was used to deliver infumorph.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).